Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with amikacin injection (125 mg, every day) and vancomycin injection (1g, every 72 hourly) for the event. The cause of the event, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. Antibiotic treatment was administered intraperitoneally and was discontinued (on an unknown date). At the time of this report, the patient had recovered from the event and pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.